Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the echo imaging provided, it was confirmed that there was evidence of a flail leaflet resulting in severe aortic regurgitation. The origin or cause for the flail leaflet is still unknown. A flail aortic leaflet of a transcatheter aortic valve replacement (tavr) three years and seven months post implant can be related to structural or non-structural dysfunction as well as user technique; in this case, the subject valve was not returned for evaluation. A flail aortic leaflet of bioprosthetic valve after 3 years is highly dependent on patient factors and disease stage. Post-implant occurrence of aortic regurgitation after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. In this case, it was reported that the valve had a flail aortic leaflet which was confirmed by the echo images reviewed resulting in the aortic regurgitation. The event description and event investigation did not indicate a potential manufacturing issue. There was no information to suggest a device quality deficiency related to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and seven months following the implant of this transcatheter bioprosthetic valve, mo derate transvalvular leak was reported via echocardiogram. A second 29 millimeter (mm) transcatheter valve was implanted. No additional adverse patient effects were reported.